Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker has had several syncopal episodes. The patient has a history of non-compliance. The last time the patient was seen by their following physician was in 2012. The patient was seen by another clinic on (B)(6) 2018 for an unknown reason. Remote interrogation data indicates that the device declared end of life (eol) on (B)(6) 2014 which exceeds expected longevity. As of 2012, the patient was not pacemaker dependent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts to obtain additional information was unsuccessful. All available information indicates that the device remains in service.